Event description:
The customer reported that his blood glucose reached 20 mmol/l (360 mg/dl) and that the cannula dislodged from the infusion site.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.